Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in pace impedances. At implant, the pace impedances were 550 ohms and now, are around 1300 ohms. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.